Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, high pacing lead impedance, poor sensing, loss of capture and inappropriate schools were observed on the rv lead. The lead was capped and replaced. Patient condition was fine.